Event description:
It was reported that the patient presented to the emergency room after receiving two inappropriate shocks due to right ventricular lead oversensing and noise. The lead was also noted to have high impedance and no capture. The lead was initially repositioned but post operative evaluation showed oversensing, high impedance, and noise with pocket manipulation. The patient was returned to the operating room and the lead was then capped and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.